Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release, heart wire contacts, battery drawer, battery flex and heart lead flex are contaminated. Upper and lower cases are broken and contaminated. Lead flex cover is broken. Battery contacts are compressed and contaminated. The ring is bent and the keyboard is scratched.

Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.